Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, device memory was reviewed. We confirmed that the device declared eol after experiencing one charge times greater 30 seconds. To determine if the device's rate of battery depletion was normal, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use to date and programmed settings. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by charge times in excess of 30 second eol charge time limit. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, an eol charge time replacement indicator was declared due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that at a routine follow up this implantable cardioverter defibrillator (ICD) had triggered end of life (eol). The physician alleged that the device had never triggered elective replacement indicator (eri). This device has been implanted for four years. The physician alleged that this device had depleted prematurely. A device replacement has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
Upon return and analysis this event will be updated and filed.

Event description:
--